Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flogard infusion pump with "damaged clamp" was confirmed but not duplicated by baxter personnel. The root cause of this condition was not determined. The slide clamp sensor circuitry was inspected and sensor contacts were clean, dry and well soldered to correct this condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a clamp issue; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.